Manufacturer narrative:
On 26-feb-2020 device was returned to medacta. Visual inspection performed by packaging and washing manager: based on the analysis, implant, and packaging, we can infer that there were extreme handling conditions that resulted in the packaging damage.

Manufacturer narrative:
Batch review performed on 14 january 2019: lot 180035: (B)(4) items manufactured and released on 04-may-2018. Expiration date: 2023-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by packaging and washing manager: based on the pictures received and the breakage experienced we can infer that there were extreme handling conditions that involved the packaging breakage.

Event description:
During surgery, it was noticed that the second blister was broke (primary packaging). The surgeon decided to use another stem to complete the surgery.